Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10 . 285 events were previously reported during the reporting quarter; however,  - 1 event was reported in error. - 1 previously reported event in this report should have been included under MFR report # 3015967359-2021-00587. - 283 previously reported events are included in this follow-up record. Product return status. 48 devices were received. 234 devices were evaluated in the field. 1 device was not available for evaluation.

Event description:
This report summarizes 283 malfunction events in which the device had paint chips missing. - 282 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 285 events were reported for this quarter. Product return status: 36 devices were received. 241 devices were evaluated in the field. 8 device investigation types have not yet been determined. Additional information: 285 devices were not labeled for single-use. 285 devices were not reprocessed or reused.

Event description:
This report summarizes 285 malfunction events in which the device had paint chips missing. 42 events had no patient involvement, no patient impact. 243 event had patient involvement, no patient impact.